Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, the reported was confirmed and it is likely that water invaded plug unit via the leakage, which led to short circuit or electrical continuity failure at internal electrical contacts. Regarding the event plastic distal end cover burnt slightly, it is likely that use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end. The events can be detected by performing inspection prior to use, described in the following chapter. Opreation manual 3.3 inspection of the endoscope. - IFU warns on performing high frequency cauterization by stating the following. Operation manual chapter 4.3using endotherapy accessories. ¿ always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. - IFU warns on performing laser cauterization by stating the following. ¿ to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. - IFU warns on performing argon plasma cauterization (apc) by stating the following. ¿ make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope displayed noisy image. The issue occurred during reprocessing. In addition, during the device inspection, the device exhibited burnt plastic distal end cover. There were no reports of patient harm.